Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 4.0, lab: 30.3. Pt taken to ER on the same day, due to complaint of not feeling well, complaint of bloody stools and bleeding in the mouth while at clinic for routine inr monitoring. Lab performed inr testing at 130pm, pt=>200, inr=unable to calculate. Lab tested again at 430pm and obtained same values. Per customer, hematologist contacted lab for inr result and was told inr=30.3. At 7pm, vitamin k administered to pt. Fresh frozen plasma also administered, but time unk. Lab performed inr testing am of the following day, and observed inr=2.5, pt 30.2. Pt was discharged from hospital and is permanently on lovenox medication.

Manufacturer narrative:
Investigation pending.